Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. The customer had programmed a bolus of less than 2 units and ended up getting 9 out of 11 units unprogrammed units. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.